Event description:
The customer initially reported the clutch of the loaner autopulse platform (sn (B)(6)) was not engaging, and it sounded like the drivetrain motor was continuously spinning. Upon follow-up, the customer stated that the drivetrain motor was not spinning at all. The issue was noted during a device check after the autopulse platform was used on a patient. Per the customer, the autopulse platform functioned as intended during the patient call. The customer added that no user advisory messages, faults, or prompts were noted on the platform's lcd screen before pressing the green start button. The lifeband tightened/retracted around the patient as usual, and there were no issues during the call. After the call, the drivetrain motor was not spinning, and the crew had to cut off the lifeband. No patient involvement.

Manufacturer narrative:
The customer's initial reported complaint that the clutch of the autopulse platform (sn (B)(6)) was not engaging was confirmed during functional testing. The root cause of the reported issue was the sticky clutch. This is usually caused by sharp edges or burrs on the surface of the clutch rotor. The clutch plate was replaced to resolve the problem. The customer's initial reported complaint that the drivetrain motor sounded like it was continuously spinning was confirmed during the review of the archive data. It was discovered that the platform had displayed user advisory 17 (max motor on time exceeded during active operation) and user advisory 28 (clutch malfunction) around the time of the reported issue. These advisories likely resulted from compressing large and heavy weight on the platform (difficult to compress), which the autopulse could not handle, causing the drivetrain motor to continue spinning until these advisories were triggered. Once the heavy weight was removed, the advisories cleared, which may explain why the customer did not report these advisory messages. The ua17 and ua28 advisory messages were not replicated during functional testing at zoll. The reported complaint of the drivetrain motor not spinning was confirmed during functional testing. The root cause was identified as the driveshaft not being in its home position, which is likely due to unintended user error. Reviewing the archive data showed a user advisory 45 (not at "home" position after power-on/restart) around the reported event date (the last time the user powered on the platform). The ua45 advisory was replicated during functional testing, confirming the reported complaint of the drivetrain motor not spinning. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform was powered on with ua45 advisory message, confirming the reported complaint of the drivetrain motor not spinning. The platform's driveshaft was rotated to "home" position to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with (B)(6).